Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridges were not accepted during the load sequence. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined to perform troubleshooting.